Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that no steps were taken to resolve the range not being enough and the three fingers not working. The patient stated that the circumstances that led to the range not being enough and the fingers not working were unknown. The patient stated that they did not jar or fall and no other incident occurred that would cause it to not work. The range was adjusted by a manufacturer's representative (rep), however the three fingers are still not working. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was asked how they were doing and stated that the range for pain could be better. The rep checked the lead and three of the five fingers on the right lead were not working. No further complications were reported or anticipated.

Manufacturer narrative:
Corrected as both adverse event and product problem. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient ultimately wanted the device removed and they had found a healthcare professional who will remove the device. No further complications were reported.